Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. On (B)(6) 2022, a sample was collected from a symptomatic patient. The sample was processed per pi and ran on the xpert xpress cov-2/flu/rsv plus. The results were sars positive, flu a positive, flu b positive, rsv negative. The lab reported the results to the md but also were unsure if they were accurate, so they stored the sample in the fridge for retesting. On (B)(6) 2022 the site retested patient 1 sample 1 on the xpert xpress cov-2/flu/rsv plus. The results were sars positive, flu a positive, flu b negative, rsv negative. The positive sars and flu a results were reported to the md and thought it was strange that the flu b was pos with CT value and then neg with a different CT value. Customer is questioning the flu b negative result. This case involves a patient who tested positive for multiple pathogens (or evidence of amplification in every channel) using the xpress cov2/flu/rsv plus test. Repeat testing of the same specimen produced generally similar results (evidence of amplification, if not positive result, in most channels). Re-collection (new specimen) produced a "clean" result with detection of only flua, and all other channels showed no amplification. Examination of pcr raw data showed no evidence of product malfunction. The results indicate preanalytical specimen contamination. According to the customer there was no harm to patients due to questionable results. The likely root cause is contamination and/or carryover. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer: answer - if no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results with xpert xpress cov-2/flu/rsv plus. On (B)(6) 2022, a sample was collected from a symptomatic patient. The sample was processed per pi and ran on the xpert xpress cov-2/flu/rsv plus. The results were sars positive, flu a positive, flu b positive, rsv negative. The lab reported the results to the md but also were unsure if they were accurate, so they stored the sample in the fridge for retesting. On (B)(6) 2022 the site retested patient 1 sample 1 on the xpert xpress cov-2/flu/rsv plus. The results were sars positive, flu a positive, flu b negative, rsv negative. The positive sars and flu a results were reported to the md and thought it was strange that the flu b was pos with CT value and then neg with a different CT value. Customer is questioning the flu b negative result.